Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection noted tool marks and dents on the device case, and body fluid contamination within the lead barrels. All seal plugs were intact and all set screws operated normally. There was no arc mark on the device case. Review of device memory identified that faults were recorded on (B)(6) 2014 for a shorted lead, high voltage during charge, and oscillator mismatch. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. There was no evidence of internal shorting within the device circuitry. Records indicate this device was implanted with leads manufactured by a competitor. Laboratory analysis determined the non-boston scientific high voltage lead had a shorted condition and shunted energy during shock delivery, which damaged this device and resulted in the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room in cardiac arrest. The patient received multiple external defibrillation shocks for ventricular fibrillation (vf) and ventricular tachycardia (vt). Upon interrogation of the device, a red screen displayed on the programmer stating the device was operating in safety mode with no tachycardia therapy available. The field representative understood the functionality of safety mode, but questioned what would cause tachycardia therapy to be unavailable. A boston scientific technical services consultant discussed that most commonly an additional fault for charge time out would cause tachy therapy to not be available. However, laboratory analysis of the device would be required to determine the cause. It was reported that the patient required mechanical ventilation, and the device was providing backup pacing in vvi mode at 72 bpm. During hospitalization, the patient experienced additional arrhythmic episodes that required intervention with external defibrillation. Due to the patient¿s condition, it was not immediately known whether the device would be replaced.

Manufacturer narrative:
(B)(4). This report will be updated when additional information is received.

Event description:
Boston scientific received additional information that the patient passed away. The device was explanted post-mortem and is expected to be returned for laboratory analysis. It was reported that the right ventricular (rv) lead was not a boston scientific product; the status of the rv lead was not known.

Manufacturer narrative:
(B)(4). This report will be updated after the device is returned and analysis is completed.